Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied with the device due to palpation of the reservoir. A surgical procedure was performed in which the reservoir was replaced and repositioned to a new location. There were no patient complications reported.